Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 4, 2014 - expiry date: december 12, 2024 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the device was returned in two separate pieces (pekk spacer and titanium plate). The anterior plate disassembled from the peek cage. Neither the peek cage nor the titanium plate is broken or damaged. Zero-p va plate/spacer design intent is to allow some relative movement in order to achieve load sharing to prevent post-operative implant failure. Dissociation of the plate and spacer is possible during implant insertion into the disc space. From the description of this complaint, the plate/spacer separated during insertion into the disc space (i.e. During impacting into disc space, lagging with the second screw). No other damage present on device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a zero-p device broke into two (2) pieces during implantation on (B)(6) 2015. The device reportedly broke following slight impact, leaving the box in the patient and the plate in the holder. The surgeon was able to remove the broken piece and re-insert with a new device. No reported patient harm or surgical delay. This report is 1 of 1 for (B)(4).